Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Codes were updated. Additional codes. Annex f code was updated. Product analysis: the suspect complaint device has not returned for analysis; however, procedural images including ten media files were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was performed and images showed a misload was present by frame overlap which appeared to reach node 4 of the valve frame. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, in this case the valve was used for the implantation attempt. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the attempt to implant the valve, when it was deployed, an infold was evident in the valve frame. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding can occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The submitted images gave evidence a new valve was prepped, loaded, confirmed a good load, and was successfully implanted. Conclusion: the investigation remains in progress. Corrected data: h6. Device code a150101 was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a 34mm evolut fx+ valve was implanted in a patient with aortic stenosis. The procedure included pre-dilatation with a 24mm osypka balloon. Under fluoroscopy, a line was observed between node 3 and 4 and it was decided to implant the valve. During the implant attempt, the cusp overlap view revealed the valve was under expanded with an infold seen. The decision was made to recapture the valve and replace it with a new one, which was successfully loaded and implanted. No patient complications have been reported as a result of this event. Additional information was received to report a five minute procedural delay was observed as a result of withdrawing the system, loading a new one, and using it for implant. Per the physician, the patient's aortic annulus was calcified and this contributed to the under expansion and infold in the valve frame.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012659437); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012659411); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a 34mm evolut fx+ valve was implanted in a patient with aortic stenosis. The procedure included pre-dilatation with a 24mm osypka balloon. Under fluoroscopy, a line was observed between node 3 and 4 and it was decided to implant the valve. During the implant attempt, the cusp overlap view revealed the valve was under expanded with an infold seen. The decision was made to recapture the valve and replace it with a new one, which was successfully loaded and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, loaded in the delivery catheter system (dcs), visual analysis showed the valve was discolored with evidence of blood contact. The valve was received in a compressed state with the inflow displaying an elliptical appearance. Remnants of tan host tissue were noted on the frame and tissue. As received, all leaflets were in a partially open position with a large gap between the free margins. The leaflets were unable to close, appearing to be associated with the dried state of the tissue. All leaflets appeared dry and slightly pliable. Creases and imprints were observed on all leaflets and outer wrap. All commissures appeared intact. All sutures were intact; no damage was observed. There was no evidence of bends or kinks to the frame. Small scratches were noted on the frame at the margin of attachment of all leaflets. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state. The retained compressed state may possibly be associated with the valve having been in the loaded state, inside the dcs, for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated: d4, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.